Event description:
Information was received from a healthcare provider (hcp) about a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient¿s device was implanted above and slightly posterior to their left hip. It was reported that the patient was receiving radiation therapy of their chest and the ¿doses at the device were measured to be 0.9 cgy per fraction for a planned total of 23 cgy over 5 weeks. It was reported that the device had ¿errored¿ twice requiring a manufacturing representative to ¿reset¿ it. The patient was concerned about damaging the device. It was stated that radiation therapy was listed as a reasonable procedure, especially when not treating areas that are not near the device. Information was requested on what was the allowable radiation exposure to the device. It was also questioned on whether there were secondary electronics beyond the device at the hip. The hcp asked if there were diagnostics that could be performed to determine the cause of the ¿errors¿. No further complications were reported/anticipated.